Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6), customer's father called hospital at 15:40 to report cannula was due to be changed as normal but when removing the adhesive plaster and cannula headset, the steel cannula stayed inside the body. Father was instructed to take son to hospital immediately and son was admitted late afternoon. Son had an x-ray which revealed steel cannula part was still inside the buttock. It had to be surgically removed under general anaesthetic. Customer was kept in overnight and was discharged the next day. The actual broken cannula itself has been discarded and will not be returned for investigation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.